Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause of the symptoms was unknown. The implantable neurostimulator (ins) was reprogrammed and the issue was resolved.

Event description:
Information was reported by a consumer regarding a patient implanted with an implantable neurostimulator (ins) for parkinson¿s disease. It was reported that the patient was stiff, and difficult to turn over. The patient did not experience more than 50% of symptom reduction. This occurred on (B)(6) 2017. The patient wanted to improve the symptoms at the hospital. The ins was the component involved with the issue. It was unknown if troubleshooting was performed. The cause was unknown.